Event description:
The report received from the affiliate states that when the physician deployed the filter basket (optease retrievable filter), he felt great friction, which caused the filter basket to migrate during positioning process. After the deployment, system withdrew from the patient vein, the physician found the tip was kinked. The filter basket was successfully implanted in the vein. There has been no negative impact to the patient. The patient is a (B)(6) male. The reason for ivc filter implant was thrombolysis to prevent pulmonary embolism (pe). The patient's major medical diagnosis was iliac and femoral vein acute thrombosis. The access site location was the femoral vein. The delivery site was 25mm in length, parallel with the spine. There was no difficulty tracking the sheath to the deployment location. The physician encountered great friction during deployment process. His right hand used too much force to fix the shaft and caused the shaft to migrate forward. The filter deployment site was then a little more forwarded than expected and migrated to the right deep renal vein ostial. The physician judged the migration distance was less than 5mm by eye. The filter basket was successfully implanted in the vein. After the deployment system was withdrawn from the patient's vein, the physician found the tip was kinked. There were no peri-procedural complications. Forty eight hours after the filter implantation, the physician used a goose-neck snare and capture sheath to take out the filter. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During deployment of an optease filter a large amount of friction was encountered resulting in filter deployment approximately 5mm more distal than intended. Filter implantation was deemed as successful by the physician. There was no difficulty tracking the sheath to the deployment location. The physician encountered great friction during deployment process noting that his right hand used too much force to fix the shaft causing the shaft to migrate forward approximately 5mm to the ostium of the right deep renal vein. The patient is a 63 year-old male. The reason for ivc filter implant was thrombolysis to prevent pulmonary embolism (pe). The patient's major medical diagnosis was iliac and femoral vein acute thrombosis. The access site location was the femoral vein. The delivery site was 25mm in length, parallel with the spine. After the deployment system was withdrawn from the patient's vein, the physician found the tip was kinked. Forty eight hours after the filter implantation, the physician used a goose-neck snare and capture sheath to take out the filter. There was no reported injury to the patient. One non sterile optease device was received for analysis inside of a plastic bag. The received components were the catheter sheath introducer (csi), vessel dilator, obturator and filter cartridge, the filter was not received for evaluation. The csi cannula was kinked at 2.5 from distal end, the rest of the components were in good conditions. The vessel dilator and obturator were introduced several times into csi and no resistance or friction was felt during insertion/withdrawn process. The csi od/ID was measured near to kinked condition and results were found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure 'cannula- kinked/bent-in patient' was confirmed during visual analysis, the exact cause that originated the failure could not be conclusively determined; procedurals factors may have contributed with this damage. The failure 'catheter sheath introducer (csi) - resistance/friction-inner lumen' was not confirmed since the vessel dilator/obturator was introduced several times into csi and no resistance or friction was felt. In addition the csi ID was measured and found within of specification; therefore no actions will be taken at this time. The failure 'filter-inaccurate placement' could not be evaluated due to nature of the complaint. With the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.